Event description:
A complaint was received regarding high readings, low readings, and error messages with the adc device. The customer experienced shakiness and dizziness and it was indicated the customer had infusions, blood sugar measurement, and adjustment of insulin therapy for treatment by a healthcare professional. The customer was unclear and no further information has been provided in regard to what directly led to the event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.